Event description:
Facility alleges that dialyzer leaked during treatment. Treatment was stopped. A dry pack t175 was set up and treatment restarted w/o further incident. Ebl < 100cc. No pt involvement reported.